Event description:
Related manufacturer report number: 2017865-2022-09268. It was reported during implant procedure that the left ventricular lead exhibited a breach in insulation. The lead was exchanged, but there was noted difficulty removing the guidewire from the replacement lead. A secondary replacement lead was successfully placed. The patient was stable. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: please retract report 2017865-2022-09267. New information received notes that the product was unable to be implanted due to difficulty rotating the helix after it had been clogged with blood/tissue after multiple repositioning attempts. If the lead helix will not extend after it is placed in the body, it is not likely to cause or contribute to a death or serious injury since the event is noted or occurs when the patient is in a clinically monitored setting during a procedure. If the lead helix will not extend after it is placed in the body, it is not a malfunction. During lead implant, the physician attempts to find the optimal lead position, and multiple lead repositioning attempts may occur. Lead labeling states that repeated repositioning attempts may impair the helix mechanism. Therefore, this is a nonreportable complaint because there is not a malfunction of a long-term implant, a surgery did not occur to address the complaint, and the complaint is not likely to cause or contribute to a death or serious injury.